Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's implant was explanted "a little bit ago" because the implant turned black in the patient's back. When asked for the name of the managing healthcare provider (hcp), the patient rep stated they didn't know and said they didn't know exactly how everything went down but that the implant had caused a lot of health issues for the patient. The patient rep's reason for calling was to get the implant date of the device; the device info on file was reviewed with the patient rep and they stated they would have to check with the patient to see if that made sense because the patient provided a date in 2014. The patient rep was redirected to the hcp.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.